Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extension tubing was also returned. One kink was found on the catheter tubing approximately 76.5 cm from the iab tip. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Conclusion: the reported problem could not be duplicated during testing. We are unable to determine when the kink occurred, however, if the kink occurred during the procedure it could restrict the gas flow through the iab which could cause the reported alarm. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
Permanently message "high gas loss" without apparent cause (no dislocation, no rupture). Exchanged to another device (catheter).